Manufacturer narrative:
Place of manufacture rating: no product will be returned as it was disposed of at the hospital. If relevant additional information/investigation results are nevertheless available, an additional medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shunt system (# fx418t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the progav 2.0 could not be adjusted. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant's device will not be returned to the manufacturer for evaluation as it was disposed of at the hospital. No patient complications were reported as a result of the revision procedure. No patient data are known. Same event as # 3004721439-2024-00119.